Event description:
A (B)(6) male pt contacted zoll customer support to report that when trying to power on the device, the response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button ribbon cable was torn. The cause for the non-functional response button is the damaged cable. The root cause for the damaged cable cannot be positively identified. No adverse event resulted from the damaged response button cable. The pt was issued a replacement monitor.